Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 years 1 months 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject was in the hospital due to purulent drainage from the driveline. The patient reported a high fever and the driveline was positive for drainage and erythema. The patient tripped several days prior and felt his driveline pull. The area of the driveline was cultured and he was started on vancomycin and zosyn. Patient¿s CT was negative for any fluid collection. The subject¿s cultures were positive for pseudomonas and his antibiotics were changed to zosyn only. The subject was readmitted for debridement on (B)(6) 2019 and had surgery (B)(6) 2019. Cultures were negative. The subject was discharged on (B)(6) 2019 with a wound vac and on zosyn IV and cipro po through (B)(6) 2019. No additional information was reported.